Event description:
Customer reported receiving an error 6 message on her precision xtra meter and was unable to test. She reports experiencing symptoms of nausea, weakness, and dizziness and going to a local hospital's emergency room for an insulin injection and being diagnosed with hyperglycemia. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
The product has been requested for investigation and a follow-up will be submitted once results are available.